Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not being plugged in properly. The battery connector was reconnected to the interface board. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call blank display and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Troubleshooting for blank display was performed. Customer was unable to get the device to work and the display screen was blank. Customer received a replacement battery cap which did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.